Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Tech services communications notes t-wave oversensing. No issues observed in the translated data file.

Event description:
It was reported that at a device check it showed that the lead had episodes of oversensing and that the patient's rhythm looked "strange." It was further reported that the oversensing episodes occurred when the patient was hospitalized with ventricular arrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.